Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. One non sterile cypher select + 3.00mm x 33mm was received coiled inside a plastic bag. Blood residues were observed over the stent and balloon. The stent struts of the proximal area were uplifted and the omegas were squeezed. Crossing profile of the stent and was found within specification; proximal area could not be measured due to the damage in this area. During microscopic analysis it was observed that the stent omegas of the proximal area were squeezed and the struts uplifted. The reported failure to cross could not be confirmed. The reported failure strut uplift was confirmed along with squeezed omegas. Controls are in place to prevent damaged units leave the facility. Failure to cross is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition and composition, operator technique, and appropriate device selection. As reported the failure to cross was due to the calcified vessel/lesion characteristics. The IFU states that the system can be retracted as a single unit when the stent and delivery system are still in the guiding catheter but when they are outside of the guiding catheter that the guide and stent delivery system should be withdrawn as a single unit. The withdrawal of the device through the guiding catheter is an identified procedural factor that may have contributed to the proximal stent uplift. Neither the DHR review nor the product analysis suggests that the failures experienced by the customer are related to the manufacturing process. Therefore, no corrective or preventive action will be taken. This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent.

Event description:
The patient's age was unknown, but was a female. The target lesion was (B)(6). The lesion was a de-novo, heavily calcified and highly tortuous. There was 90% stenosis. Pre-dilation was conducted and cypher (3.0/33mm: complaint product) was delivered to the target lesion, but it would not cross the lesion due to the calcified vessel. The physician tried to deliver the cypher, but it could not be delivered and so was retrieved from the patient. When the cypher was checked outside the patient, the proximal edge of the stent was confirmed to be flared. Therefore, a new des (endeavor: 30mm) was implanted to the target lesion instead. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. Additionally it was reported that during the delivery force was utilized to cross the lesion, and the physician applied push force for the delivery but did not give a hard pull. Other than the reported, no other damages were noticed on the delivery system, stent, etc. The stent was still mounted on the delivery system, and the stent remained on the balloon without movement.